Event description:
It was reported that the pump experienced an issue related to the plunger assembly, accompanied by an error indicating that the plunger was not in the correct position. The event occurred during setup, with no patient involvement and no reported harm. The associated error message is classified as high priority and, if it occurs during active use, would interrupt the infusion process.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.